Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose levels were too high for the glucose meter to detect. Prior to the event, the customer got motor error and no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. Assisted with the correct programming. The insulin pump passed the prime, displacement, high pressure, and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.